Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. There was evidence of moisture on the force sensor assembly. When the load step was activated during evaluation the piston did not detect the cartridge and pushed forward until a "no cartridge detected" warning was emitted.

Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration. There was evidence of moisture on the force sensor assembly.